Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to have the field service engineer (fse) update the software on the ventilator.

Event description:
It was reported that, during patient use, the ventilator lost communications. There was no harm to the patient as a result of the event.